Manufacturer narrative:
Continuation of d10: product ID 978b128 serial (B)(6) implanted: (B)(6) 2022 : product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 978b128, serial (B)(6) , ubd: 08-dec-2023, UDI (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction. It was reported that the patients lead migrated. They had an impedance issue. They noted high impedances greater than 4000 on 0, 1, and 2, including the case. For electrode 3 the case was within the normal limits but not electrode 0, 1, 2, and 3 on this electrode. Troubleshooting was performed and included the patient maxing out the sub sensory on each program. They did not feel any stimulation on any of the programs. The patient was also experiencing a worsening of their baseline symptom of urge incontinence. This issue was on going. Device revision was scheduled for (B)(6) 2024 , they stated that the removal and replacement would be scheduled in june.